Event description:
Reporter alleged the bottom of the blood glucose monitoring device case was cracked and does not make good contact with the device base. Upon further inspection of the device, reporter alleged that there was melting around the contacts. Reporter indicated the device is cleaned with sani-wipe. A request was made for the return of the suspect device and replacement product was sent.